Event description:
It was reported that this right ventricular (rv) lead had high capture thresholds during follow-up. The rv lead was suspected of being displaced; however, sensing was still adequate. The rv lead was reprogrammed to the lowest threshold setting, while allowing for continued rv based timing. This rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had high capture thresholds during follow-up. The rv lead was suspected of being displaced; however, sensing was still adequate. The rv lead was reprogrammed to the lowest threshold setting, while allowing for continued rv based timing. This rv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as a correction to the serial number as submitted by the field representative.